Event description:
Device 3 of 3. Reference MFR report #s 1627487-2013-00615, 00616. The patient (B)(6) is implanted with two percutaneous leads from different lots. It was reported the patient is not receiving adequate therapy coverage. The physician believes implantation of a different therapy regime is the best option to obtain the needed coverage. Three lot numbers were provided for this event. Since it is unknown from which lots the patient's leads originated, all three are being reported.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.